Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced-twave oversensing. No intervention was performed due to the patient canceling. The patient was in stable condition.